Event description:
On (B)(6) 2011, the pt called for assistance with reprogramming her infusion device. She has not used the infusion device for 6-7 weeks due to being hospitalized and undergoing rehabilitation. After 1 week of hospitalization, she was transferred to a rehab facility. She does not recall exact dates of events, but believes she was hospitalized at the end of (B)(6) 2011 and was discharged from the rehab facility in (B)(6) 2011. She initially went to the hospital due to migraines and when she arrived at the hospital, her blood pressure was elevated and her blood glucose was almost 500 mg/dl. Her normal blood glucose range is 200-220 mg/dl. She had been bolusing to lower her blood glucose prior to going to the hospital, but her readings did not decrease. She remained hospitalized due to an infection in her foot that she had been unaware of. She stated, she had a bunion removed and it became infected and she believes she also had a broken bone. She stated it took 1-2 weeks of insulin shots at the hospital before her blood glucose was under control. She was disconnected from the infusion device while at the hospital. Troubleshooting did not reveal any product issues. She was advised to contact her physician for specific basal rates to reprogram the infusion device. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.